Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It is alleged that "patient received a gunther tulip filter on (B)(6) 2006 at (B)(6) healthcare in (B)(6). Physician allegedly placed the filter. It is alleged that the patient was injured without further explanation. Patient is also seeking punitive damages. Hospital records have yet to be provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿anxiety, swelling of feet and legs". Unknown if the reported swelling of feet and legs is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 07/06/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2006 via the right common femoral vein due to dvt and gastrointestinal bleeding that required cessation of anticoagulation treatment. Plaintiff is alleging anxiety, swelling of feet & legs.

Manufacturer narrative:
(B)(4). Evaluation - the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that "patient received a gunther tulip filter on (B)(6) 2006 at (B)(6) healthcare in (B)(6)." It is alleged that the patient was injured without further explanation. Patient is also seeking punitive damages. Hospital records have yet to be provided.